Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. The physician suspected ra lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted and the device was reprogramed. The patient was in stable condition.